Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer could not recall their exact blood glucose, but stated that it was probably above 200 mg/dl. The customer stated that one of the buttons was responding intermittently. The discontinuation of the device was advised. Nothing further was reported.